Manufacturer narrative:
Additional information received on 03/30/2020: this is a follow-up submission to reflect corrected information received on 03/30/2020. The original MDR submission, 1220246-2020-1768 is actually a duplicate submission of MDR 1220246-2020-1726.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure the surgeon requested a 2-hole stainless steel plate with a quantity two ar-8925ss, tightrope xp's. Although the insertion of the plate and first tightrope went flawlessly, the next two tightropes malfunctioned. The second ar-8925ss (lot: 10448974) was inserted into the proximal hole and pulled through the cortex on the medial side of the tibia. A third ar-8925ss from the same lot was brought in, but the same exact issue occurred.